Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that a "cf08" error message occurred, and that the device failed to perform the shunt sensor calibration. The device was not used, and the user performed an in-vivo calibration for the procedure instead. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.